Event description:
It was reported that the insulin gauge was inaccurate. Subsequently the customer went to the emergency room (ER) and was admitted to the hospital due to a blood glucose level of over 600 mg/dl. The customer delivered a bolus via the pump prior to the hospital to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.